Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high lead impedance. The lead failed dft testing and would not deliver therapy. The lead was explanted and replaced.